Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an infusion set adhesive issue event on 20-feb-2026. The infusion set tape did not stick because the patch became wet, and the issue occurred with two infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR-(B)(4) - device 2 of 2.